Event description:
Report received of a filter leak. A pt with an unspecified type of cancer was receiving home infusions of chemotherapy. The tubing set was pre-primed in the pharmacy and then sent to the nursing department that initiated the infusion. The infusion was started and the pt was sent home. After approximately 12 hours, the pt noticed a leak at the filter. There was no bleed back reported. The pt returned to the nursing department and a chemotherapy spill protocol was followed. There were no skin contamination issues reported. The tubing set was changed and the infusion resumed with no further problems. There were no reported adverse pt effects. Additional info was requested, but no further info was provided.